Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. On the same day as the onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis and treatment for the event were not reported. One week after event onset, the patient was discharged from the hospital and was recovered from the peritonitis. Physioneal therapy was ongoing. No additional information is available.